Manufacturer narrative:
(B)(4). The date of event onset was reported as approximately (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach was not further specified. The peritonitis was manifested by abdominal pain and fever. The patient was not hospitalized for the event. On an unknown date, the patient began treatment with ceftazidime (intraperitoneally, dose, frequency, and duration were unknown) and cipro (intraperitoneally, dose, frequency, and duration were unknown) for peritonitis. Treatment was ongoing. On an unknown date in the same month as the receipt of this report, dianeal therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was transferred to hemodialysis therapy. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.